Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured between march 25, 2020 to march 26, 2020. H10: the device was evaluated. Unaided visual inspection was done and no defect could be identified of the reported issue on initial inspection. A magnified inspection was done which observed a tear/hole at the backside spike port weld of the bag. A functional test was performed which revealed a leak at the spike port weld in back of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked (middle port weld). The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.